Event description:
It was reported that the patient experienced diaphragmatic stimulation with atrial pacing, decreased atrial sensing, and increased capture threshold with atrial oversensing. The lead had dislodged, and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.